Manufacturer narrative:
On (B)(6) 2019,the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additional information received on (B)(6) 2019, indicated that the left implant malpositioned . As a result patient underwent bilateral removal and replacement as follow: right replaced with catalog number shpx650, serial number (B)(4) and left replaced with catalog number shpx650, serial number (B)(4). This report is for the right side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation: during evaluation of the sample it was noticed to be intact. Leak testing revealed a rupture in the anterior view measuring approximately 0.1 cm. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were observed. Deflation is a known complication associated with mentor mammary prostheses. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant products: left-mentor smooth round high profile 420cc saline breast implant, catalog number: 3503420, serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with mentor smooth round high profile 420cc saline breast implants which the right side deflated after implantation. Patient had a mammogram (B)(6) 2019 that captured the rupture. Doctor performed a physical exam on (B)(6) 2019 and confirmed a right side rupture. Patient did not report any complications nor other issues or problems. As a result patient scheduled for removal on (B)(6) 2019.